Event description:
The customer reported to olympus that during routine testing, the channels of the endoscope were sampled three times and tested positive for microbial contamination. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause. The test results are as follows: on (B)(6) 2022, the scope tested positive for an unspecified amount of staphylococcus coagulase negative e bacillus cereus. The micro-organisms were found to be part of the skin microbiota and environmental contaminants. On (B)(6) 2022, the scope tested positive for an unspecified amount of staphylococcus capitis. The micro-organisms were found to be part of the skin microbiota. On (B)(6) 2022, the scope tested positive for an unspecified amount of staphylococcus coagulase negative. The micro-organisms were found to be part of the skin microbiota.

Manufacturer narrative:
The customer provided their cleaning, disinfection, and sterilization processes. Pre-cleaning is performed by aspirating water through the instrument/suction channel. The air/water channel, auxiliary water channel, and balloon channel are flushed using prolystica 2x detergent. Manual cleaning is performed using prolystica 2x detergent. The instrument/suction channel, suction cylinder, instrument channel port, balloon channel, and distal end/areas around the forceps elevator, are brushed with a [non-olympus] cb18-t5050/23-b brush. Disinfection is performed using an olympus automatic endoscope reprocessor (aer), model etd4, using [olympus] endodet detergent and [olympus] endodis disinfectant. The endoscope is stored in an olympus drying cabinet, model edc plus-mod d 8. The scope is not sterilized. Olympus is the maintenance company for the device. The olympus etd4 aer was also sampled and no micro-organisms were identified. After the device was returned to olympus, the scope was sent to an independent laboratory for additional testing. The microbiological analysis report indicated the channels of the scope were cultured and no microbial contamination was observed. The customer was then returned to an olympus service center for evaluation. During inspection and testing, service found the light guide cover glasses were cracked, there were impact points and scratches on the probe, the adhesive on the bending section cover was porous, and the bending section was worn. The connecting part of the bending section and the insertion tube was buckled, kinked, and scratched. The name plate was missing. There were signs of water ingress at the connector pins. There were issues with the ultrasonic image due to half- broken sound wires. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device instructions for use (IFU): "warning: improperly reprocessed equipment poses an infection control risk to each person who handles the endoscope within the hospital or at olympus." Olympus will continue to monitor field performance for this device.